Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvb10) was returned for investigation. Visual inspection of the as returned product identified bone residue surrounding the external threads and the body of the implant . The neck and collar of the implant were damaged but no fracture was identified. The internal hex of the implant was found to be in good condition with minor signs of use. Visual and dimensional comparison of the implant with the production verified that the implant was consistent with design. Functional testing was conducted with an in house compatible mount. Functional testing revealed the mount and screw assembled with the implant without issue. No x-rays were provided for the reported event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured during the procedure. The reported event was unconfirmed through visual and physical inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d3: manufacturer d4: expiration date, UDI g2: office contact - manufacturing site g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
(B)(4). Initial reporter first name, email address, fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvb10) fractured during placement while the doctor was torquing the implant. Surgery was completed using another implant instead.